Event description:
Product returned to medtronic for analysis. Device appears to have been sent from the (B)(6) embalming center on (B)(6) 2024. Original implant date of (B)(6) 2021. Last session of patient use: (B)(6) 2021. Device removed prior to cremation. No indication death caused by device.

Manufacturer narrative:
Patient name (B)(6). Age 70 dod (B)(6) 2022 unknown cause of death, no reason to suspect device involvement.